Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer alleged 4 occurrences of patient sample mismatches with software version 04-02 installed on the cobas 8000 e 602 module. Based on a review of the customer data by hitachi high tech (hht), the sample mismatch occurred on (B)(6) 2017. Aside from one occurrence, the patient samples affected for this customer produced "no result" or a data alarm. One patient sample showed a (B)(6) result of 0.245. No erroneous results were alleged. There was no allegation that an adverse event occurred. Based on a review of the customer's alarm trace, the investigation observed that this customer received frequent "tip/cup pick-up errors" on the affected module indicating a possible gripper issue. Additionally, the customer had one module rack buffer that was set to "4". To avoid the sample mismatch issue, all module rack buffer settings should be set to "1." Roche has confirmed a software limitation in the modular analytics e170 module, cobas e 601 analyzer, and cobas e 602 analyzer that may lead to a sample data mismatch. The sample mismatch may occur if all the following conditions are met simultaneously: the modular analytics e 170 module, cobas e 601 analyzer, or cobas e 602 analyzer is present in the respective modular analytics system, modular analytics evo system, cobas 6000 modular analyzer series, or cobas 8000 analyzer series. The module rack buffer setting ¿ 1. Two or more sample racks stay in the idling/processing line (l-line) consecutively during operation. One rack (rack a) is undergoing sampling and the next rack (rack b) is awaiting measurement. The gripper (t/v carrier) fails to pick up the last assaycup for rack a. As a consequence, the measurement for the sample in the last assaycup, which failed to be picked up, is canceled and alarm "tip/cup pick up error" is displayed. Sample position 1 of rack b is empty or has no tests ordered for the modular analytics e 170 module, cobas e 601 analyzer, or cobas e 602 analyzer. If all of the above conditions are met, the sample orders are shifted by one position. The issue can lead to result mismatch (wrong test ordered and wrong result reporting). All tests run on the systems are potentially affected. The manufacturer has confirmed this malfunction. Hitachi high tech will resolve this issue with a new software version. A workaround has been provided to customers until the updated software version is available.